Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. Fse analyzed the system and found that there was no display on the mcs live and the host pc was not turned on. So, fse cleaned the host pc reseated the ram and atx smps power supply connections. Fse found that the cmos battery voltage was low, so fse replaced the cmos battery. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system was not switching on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.